Manufacturer narrative:
The hill-rom technician found the found sidecom cable pins bent most likely caused by the cable being installed inverted and it the bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005-2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating the beds sidecom communications were not working. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).